Manufacturer narrative:
This report is submitted on september 20, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic the patient experienced a dislodged magnet during an MRI (tesla unknown); subsequently the magnet was explanted. The implanted device remains.